Event description:
It was reported that on tuesday (B)(6) the doctor saw a post op patient in his office. Based on x ray, he feels concerned that the patient has experienced an implant related post op event. In surgeons words, "hardware has appeared to have shifted. Rod seems to have slipped beneath a set screw."

Manufacturer narrative:
Risk assessment; the device was not sent back for evaluation. No lot # was provided, so a manufacturing record review could not be performed. The root cause could not be determined conclusively because the device is unavailable for evaluation.

Event description:
It was reported that on tuesday (B)(6) the doctor saw a post op patient in his office. Based on x ray, he feels concerned that the patient has experienced an implant related post op event. In surgeons words, "hardware has appeared to have shifted. Rod seems to have slipped beneath a set screw."